Event description:
It was reported that the dca/ptca/stent procedure was to treat a lesion located in the mid lad through the distal lad. The distal lesion was chronically totally occluded and was heavily calcified. As the balloon catheter was inflated, a dissection occurred. A stent was used to treat the dissection.